Event description:
The patient reported that on (B)(6) 2011 she experienced blood glucose (bg) up to 32 mmol/l with nausea. The patient stated that her bg elevated to 14 mmol/l the morning of (B)(6) 2011, and she changed her site twice but her bg continued to elevate. She stated that she then administered a correction injection and her bg responded. The patient stated that she attempted to change the cartridge when her bg did not respond to two site changes, and noted a smell of insulin in the cartridge compartment. During troubleshooting, the patient manually pushed the cartridge plunger and could see insulin leaking at the luer lock. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Outcome should be "life-threatening."

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has not been returned for investigation. A retain cartridge sample from lot # b201692 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.